Manufacturer narrative:
H6 - health effect clinical code, narrow anterior chambers. Claim#: (B)(4).

Manufacturer narrative:
A1 - unk, a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, d6a - unk, d6b - unk, h4 - unk. (B)(4)

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). Hight vault and narrowed anterior chambers was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.